Manufacturer narrative:
The reported field event of intermittent output was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
New information received. Device was explanted and a new device was implanted. No further information available.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that patient presented in ER after experiencing syncopal episodes, intermittent loss of capture was observed on the device. Programming changes were made. Patient was stable throughout.